Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that the patient had his spectra penile prosthesis removed and replaced with an inflatable penile prosthesis due to an unknown reason. No patient complications were reported in relation to this event.